Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dialudid via an implantable pump. It was reported that the ptm (personal therapy manager) was slow to connect and took a long time to connect to the pump. It gets stuck at 90%. Per the reporter, the patient gets 3 boluses a day. The agent assisted the caller with clearing the data and they were able to connect to the pump very fast. The troubleshooting steps that were taken on the call resolved the issue.